Event description:
It was reported that the user experienced low glucose after most meals while using the ilet and had a documented glucose of 55 mg/dl that was corrected with carbohydrates. The user had been selecting the dinner meal announcement for all meals believing it delivered less insulin, despite eating usual meal sizes and times, and requested a factory reset. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage issue related to meal entry procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.